Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 support and during support, the patient had bleeding at the insertion site while ambulating. Quick clot was applied to the site. Re-secured catheter not as tight with three point fixation. Support was continued and the patients outcome was stable.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely patient movement, patient bleeding at insertions site after ambulation.